Manufacturer narrative:
Analysis was not performed due to a legal hold.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. The device remains in use, however, a replacement procedure has been planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.